Event description:
Report marks that the event occurred post operatively, and describes "wound related - dehiscence", with the patient requiring "in-patient or prolonged hospitalization". Questions posed were "event related to specific study device?" With a response of "no", and "event related to surgery procedure?" With a response of "yes". "Treatment" marked "yes" by means of "nettoyage and primary closure of wound".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Other devices listed in this report: cat. No.: 80-4413r, scorpio nrg cr femoral component right #13, lot code: m77pk8. Cat. No.: 7115-0011, series 7000 standard tibia, lot code: ml3nd. (B)(4).

Event description:
Report marks that the event occurred post operatively, and describes "wound related - dehiscence", with the patient requiring "in-patient or prolonged hospitalization." Questions posed were "event related to specific study device?" With a response of "no", and "event related to surgery procedure?" With a response of "yes." "Treatment" marked "yes" by means of "nettoyage and primary closure of wound."

Manufacturer narrative:
The patient is (B)(6). An event regarding dehiscence involving a scorpio insert was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. The reported event states that the observed adverse consequence was the cause of the surgical procedure and not device related. The surgical protocol states the following in regards to closure of the wound, ¿close soft tissues in the normal layered fashion.¿